Manufacturer narrative:
Concomitant products: product ID: 3887-45, lot# j0322174v, implanted: (B)(6) 2003, product type: lead. Product ID: 3887-45, lot# j0322174v, implanted: (B)(6) 2003, product type: lead. Product ID: 3887-45, lot# j0322174v, implanted: (B)(6) 2003, product type: lead. Product ID: 3887-45, lot# j0322174v, implanted: (B)(6) 2003, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect and a gradual increase in pain over the past four months. The patient had ¿strange¿ pains down their right leg and the patient was part of their original pain, but it seemed to be getting further down their buttocks and right leg. The pain was more of an aching pain. The patient¿s device was working for them. Follow up with the patient¿s healthcare professional (hcp) indicated the cause of the event was determined and it was device related. The leads had moved off of the target stimulation area and a revision was done. Reprogramming was done three times prior to the revision. The patient had recovered without permanent impairment.